Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, that the customer needed to press the wake button multiple times before the screen turned on. The customer's blood glucose level was in the 200s mg/dl range. Reportedly, the customer continued using the pump for insulin therapy.